Manufacturer narrative:
(B)(4). This device has no 510(k) number, as it is class ii exempt. Evaluation summary: per the customer, the software sample is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
The facility reported a compounder logix software application which had generated an error message which resulted in the system requiring a restart before compounding could continue. This event occurred during compounding; however, it is unknown in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.